Event description:
The device was used to successfully deliver 3 shocks at 200, 300 and 360 joules. Reportedly, when an attempt was made to administer the 4th shock, the device displayed connect electrodes and the defibrillator would not charge. After unsuccessfull attempts at correction, the device was removed and the pt connected to a bls AED. The pt was shocked multiple times with the AED. Pt outcoume was not reported. There was no report of adverse affect to the pt resulting from the use.